Manufacturer narrative:
UDI: not available since this is an -ide device.

Event description:
On (B)(6) 2008, an aortic valve replacement was performed and a 23 mm trifecta valve was implanted. On (B)(6) 2016, a valve-in-valve procedure was performed due to stenosis of the trifecta valve. A 23 mm medtronic core valve evolut r was implanted. Patient identifier, age, weight, and gender is protected under local privacy laws, and therefore is not recorded. Per report, the trifecta valve was involved in the long term study. (Clinical study patient ID: (B)(6)).

Manufacturer narrative:
An event of stenosis was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.